Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture (loc). Technical services (ts) was consulted and discussed stored data. This rv lead remains in service. No adverse patient effects were reported.